Manufacturer narrative:
Fracture of system components appears to be directly related to external trauma in the form of patient fall. The system had been in place for more than a year prior to this incident with no complications.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022 to treat neck pain. The implanted lead coils were placed in the cervical and occipital areas. In (B)(6) 2023 the patient reported a fall and loss of therapy from the nalu system. Imaging confirmed both implanted leads had fractured. Surgical revision was performed on (B)(6) 2023 to replace the fractured leads.